Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had compromised insulation which resulted in noise, myopotential oversensing and inappropriate mode switching. As a result, the physician elected to surgically abandon and replace the lead when alternate programming solutions were unsuccessful. No additional adverse patient effects were reported.